Event description:
Customer reportedly received results of 554 mg/di and 190 mg/dl within ten minutes on the advantage system. No action taken based on device results. No adverse event reported. The discrepant results were obtained at a medical center. No quality controls were used. Requested return of suspect device and replacement was sent.